Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray plunger.

Manufacturer narrative:
H.6. Investigation: one sample was received. It has black embedded material in all four plunger rod ribs therefore failure mode is verified. One photo was provided. It shows the same defect described from the sample. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that black foreign matter was found on the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray plunger.